Event description:
Customer claims that the alarms are not being displayed at the central station.

Manufacturer narrative:
A user claimed that the alarms were not being displayed at the central station. When the customer was contacted, nobody was aware of any problem and all monitoring equipment was functioning as expected. We will consider this as a user misunderstanding. (B) (4).